Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip were used during a procedure performed on (B)(6) 2024. During the procedure, they were using two clips and the clips did not deploy as intended. They tried multiple times to release the clips and it would not work. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.